Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of use (bone/blood residue) around the external/internal threads but no apparent signs of malfunction. The device could not be functionally tested for the reported events (pain + infection). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specification. No pre-existing conditions were noted on the product experience report. The reported device had been placed on tooth #6 for approximately 3 days. X-ray and picture images were not provided. DHR review for the lot number revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was also performed for the lot for similar events and one other complaint was identified. All sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complainant reported that the patient had and infection with very strong pain and great discomfort. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k011028, k013227. Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient had and infection with very strong pain and great discomfort.